Manufacturer narrative:
Product event # (B)(4) (B)(4). Reported incident: during the procedure, while using the plasmablade to dissect into the pacemaker pocket, the plasmablade made direct contact with the pacemaker generator while active (unknown if cut/coag), rendering it non-functional. After the pacemaker generator stopped functioning, the patient went asystolic, at which time the external pacing that was already set up activated and began pacing the patient. The patient captured the pacing well and there was no harm or lasting effect to the patient. Patient is recovering from surgery well with no impact. Complaint analysis determination (generator): complaint not confirmed complaint analysis determination (device): complaint not confirmed complaint analysis summary (generator): the generator was not returned for investigation complaint analysis summary (device): the device was not returned for investigation reportability decision (FDA) (generator): reportable reportability decision (FDA) (device): reportable investigation summary (generator): the generator involved in this incident was utilized in a case that resulted in serious injury (medical intervention required), therefore the incident is reportable based upon patient outcome. The generator involved in this incident was not returned for product analysis, therefore it could not be confirmed if the generator malfunctioned. Although it could not be confirmed if the generator malfunctioned, there was an unintended consequence with the utilization of the system (device and generator), in that it was reported that activation of the plasmablade on the pacemaker generator caused interference such that the pacemaker generator stopped pacing the heart. Via hazard analysis, it is determined that the severity rating associated with the failure is categorized as critical; therefore the reportability decision as reportable is further supported. Investigation summary (device): the device involved in this incident was utilized in a case that resulted in serious injury (medical intervention required), therefore the incident is reportable based upon patient outcome. The device involved in this incident was not returned for product analysis, therefore it could not be confirmed if the device malfunctioned. Although it could not be confirmed if the device malfunctioned, there was an unintended consequence with the utilization of the system (device and generator), in that it was reported that activation of the plasmablade on the pacemaker generator caused interference such that the pacemaker generator stopped pacing the heart. Via hazard analysis, it is determined that the severity rating associated with the failure is categorized as critical; therefore the reportability decision as reportable is further supported. Corrective action plan (generator): complaint not confirmed therefore no formal corrective action will be issued in conjunction with this complaint. Complaint will be tracked and trended. Corrective action plan (device): complaint not confirmed therefore no formal corrective

Event description:
During a pacemaker generator exchange procedure the plasmablade to dissect into the pacemaker pocket, and the plasmablade made direct contact with the pacemaker generator while active (unknown if cut/coag) rendering it non-functional. After the pacemaker generator stopped functioning the patient was asystolic requiring activation of the external pacing that was already set up. The patient captured the pacing well and there was no subsequent impact to the patient. Patient was discharged home same day as the procedure with no reported impact and/or complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.